Event description:
It was reported that a uv flash transfer set was leaking from a crack in the tubing. This occurred during use. There was no report of patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported problem of leak. A visual and microscopic inspection were performed which identified that the sample had a cut silicone tubing. Clamp function testing and clear passage testing were performed with no issues noted. The leak testing was performed with underwater pressure testing which noted a leak from the cut silicone tubing. The reported problem of leak was verified. Upon conclusion of the evaluation, the returned sample did not meet product specifications. The cause of the reported problem of leak was due to tubing hole. A CAPA has been opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Upon completion of the investigation, or if additional relevant information is obtained, a follow-up supplemental report will be submitted.